Manufacturer narrative:
The investigation is in progress. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. A root cause has not been determined. (B)(4).

Event description:
A surgeon reported that the infusion cannula dislodged from the trocar cannula during surgery. The product was replaced and the issue resolved. There was no harm to the pt. This is the second of two reports for this facility.